Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the leads had pulled out of the device in the back. The patient knew it right away there was a change in coverage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0519359v, implanted: 2005-(B)(6), explanted: 2010-(B)(6), product type: lead. Product ID: 748951, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2010-(B)(6), product type: extension. Product ID: 748951, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2010-(B)(6), product type: extension. Product ID: 7435, serial# (B)(4), implanted: 2007-(B)(6), product type: programmer, patient. Product ID: 7435, serial# (B)(4), implanted: 2005-(B)(6), product type; programmer, patient. (B)(4).